Event description:
Ceea circular stapler did not fire correctly. The blade within the stapler is intended to cut a complete circle to create an anastomosis. The blade only fired half way around prior to the staples being fired. This caused our anvil to become stuck within the bowel. There was a high risk of tearing the bowel in retrieving the anvil. Fortunately the surgeon was able to retrieve the anvil with no visible harm to the patient.